Manufacturer narrative:
The technician found the issue to be the brake steer cam. The technician replaced the brake steer cam to resolve the issue.

Event description:
Technician alleged that the brakes are not holding. No pt impact.